Event description:
Our distributor reported that an adapter was missing from a rt106 adult breathing circuit. This alleged defect was found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation. A preliminary investigation has been carried out based on the event description and results from previous investigation. Results: the component was most likely omitted during our packing process. Our records indicate that one other complaint (total of two complaints) of this nature has been received for the given lot number. Conclusion: the device was out of specification. This will be brought to the attention of manufacturing team members. We have received other complaints of missing components with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the manufacturing process.